Manufacturer narrative:
The family had a camera to record interactions with the resident and recorded this incident.

Event description:
Cna was on each side of bed, hooking up straps to the lift. The cna on the side of the bed with the machine hooked up a loop to the lift and moved to the other side of the bed. While moving to the other side, the cna was picking things up and moving things and one of the leg loops did not get hooked up to the machine. When the resident was lifted off the bed, she slid out of the sling. The resident died the next day. (B)(6) said the lift was not at fault and this was user error.